Manufacturer narrative:
Analysis of the neurostimulator (ins) (B)(4) revealed setscrew backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that during lead insertion procedure, health care provider had difficulty and had to take lead out and after doing so the setscrew will not tighten back down again. The lead did not appear damaged and header block appears clear. There was no symptom reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.